Event description:
It was reported that the subject device malfunctioned and noticed air leakage at the connector boot section. The issue happened in an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed. The device evaluation found air leakage that occurred from the video connector. In addition, a new defective event confirmed by inspection: white flaws observed in the image. Based on the results of the investigation and on the information obtained from this complaint, the cause of the problem could not be identified for the above findings. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.